Manufacturer narrative:
Device is a combination product. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred and removal difficulties were encountered. The target lesion was located in the right coronary artery. A 2.75x28mm promus premier stent was advanced to the proximal part of the lesion. However, the device was unable to cross and during removal of the device, the stent was hung up on the guide catheter. It was then noted that the proximal edge of the stent struts were lifted and the back edge of the stent was stuck on the guide catheter, thus, unable to remove device. The physician removed the wire, guide catheter and the stent. Re-wiring of the vessel was done and the procedure was completed with implantation of non-bsc stent. No patient complications were reported and the patient status was fine.